Event description:
The customer returned the device stating, ¿software and coin cell update¿; during device evaluation it was found the downstream occlusion (dso) seal was peeling.the event occurred during set up; there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. The customer returned the device stating, ¿software and coin cell update¿; during device evaluation it was found the downstream occlusion (dso) seal was peeling. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.